Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# / serial# (B)(6) implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient experienced increased pain post catheter revision.

Manufacturer narrative:
H3: the catheter was returned and analysis found no signifcant anomalies. Continuation of d10: product ID: 8781; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#(B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 02-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 75.55035 mcg/day) and bupivacaine (20 mg at 5.7555 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had been vomiting, yawning, and unable to feel boluses. A normal catheter dye study was performed, the catheter was able to be aspirated and tip was at t3. The patient was given withdrawal medication sent alone with oxycodone and oxycontin.additional information received from the healthcare provider via a clinical study indicated that the patient experienced nausea/vomiting, diarrhea and sweating. An increase in it fentanyl by 50 mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient experienced withdrawal symptoms.additional information received from the healthcare provider via a clinical study indicated that the catheter was explanted and replaced.